Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" on 7/26 inr = 3.8, hrs later the nurse came to the house and he resulted in inr = 3.5. On 7/27 got inr = 2.4. On 7/28 got inr = 1.7. Dosing consisted of 5mg and 2.5mg. Physician ordered a lab draw - pt brought own meter to hosp: lab draw = 1.57, meter = 3.6; however, it was not a fingerstick, the clinician used a droplet of blood from the venipuncture collection. Tech service explained that this is an unacceptable sample type, the meter is validated for capillary blood only. Pt's target range is either 2.5 - 3.0 or 2.5-3.5, caller was not certain. Daughter tested herself on (B)(6) 2011 with strip lot 254609; inratio = 1.7.